Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed dirt on the objective lens of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited dirt on objective lens. There was no patient involvement.